Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification through the p3a study. As reported, a patient had a 29mm s3 valve, implanted in a previous edwards surgical valve for 5 years and 2 months in the aortic position. Per recent tee report, showed valve peak gradient of 37 mmhg and mean gradient of 22 mmhg. The dimensionless valve index was 0.24. There was no aortic regurgitation. A cardiac CT was ordered and the progress notes state consideration for the initiation of eliquis after discussion with pi. The patient appeared to be asymptomatic and there was no report of intervention at this time. Per most recent CT report, the aortic bioprosthesis has calcification along the commissures of the valve leaflets and the leaflets are severely restricted. There is no halt. The patient has been having more dyspnea on exertion and last tte showed vmax of ~3.1 m/s. CT shows tavr calcification and restriction of leaflets. Patient may need to be evaluated for viv tavr or savr.

Manufacturer narrative:
Supplemental report submitted to include additional information received. Updated d6b and h6-type of investigation. Edwards received additional notification through the patient registry that 6 years, 3 months, the patient underwent an explant procedure. A 29mm surgical valve was implanted in replacement. The conclusion remains the same.